Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an error message was displayed and the icm could not be interrogated. Exchanging and rebooting the programmer would not resolve the issue. The device image was downloaded; however, the file was corrupted and electrocardiograms were lost. No further information was available. The patient is stable.